Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the pt's insulin pump stopped working. Pt's blood glucose level is 141 mg/dl. Trouble shooting is conducted and the cause might have been exposure to extreme heat. Device is being returned. No further info available.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and broken belt clip slot.